Event description:
During a unspecified procedure, the shaft of the device disengaged.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.